Event description:
During a follow up call on 05/24/11 from baxter product surveillance regarding a solution bag, the patient reported that he had recently been hospitalized due to peritonitis. The patient had been discharged from the hospital and was performing therapy without issue.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The sample has been discarded and the lot number is unknown, therefore no evaluation will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.